Event description:
The generator analysis was completed on (B)(6) 2013. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant, which may have been a contributing factor. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse condition found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that the generator "shorted out" during the initial implant surgery. Prior to implant surgery, the generator was checked and confirmed to be functioning properly. However, during implant surgery, the manufacturer's representative observed that electrocautery was used in the pocket while the generator was in the pocket. Diagnostics were then run and found eos=yes (pulse disabled). The patient was implanted with a different generator and the "shorted out" generator was returned for product analysis. No other information has been provided.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.